Event description:
Customer reported automatic quality control (aqc) was turned off for more than 2 months on instrument. Customer also reported that the operator ran patient samples even though the aqc was turned off. There was no report of injury for this event.

Manufacturer narrative:
Patient results were generated even though the automatic quality control (aqc) was turned off. Patient results shouldn't have been generated. Instrument is performing as intended.